Manufacturer narrative:
Upon further evaluation, service found the rubber adhesive was worn out, and the distal end cap was damaged. The insulation resistance values at the distal end and insertion section were out of specification. The angulations were out of specification. The connecting tube had a cut but was not leaking. The rubber button switch #1 was pierced but was not leaking. The scope connector electrical contacts were slightly damaged. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was too much pressure in the air/water channel during the aer (automated endoscope reprocessor) treatment. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was no air or water at the output of the endoscope, and the nozzle was clogged with a solid white debris (foreign material) that could not be removed. This report is being submitted for the foreign material found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed but the root cause could not be determined. It was confirmed that the air water nozzle was clogged with a solid white foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.